Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419688 implantable pacing lead 2013-(B)(6); 5076 implantable pacing lead 2005-(B)(6); unknown competitor lead 2013-(B)(6). (B)(4).

Event description:
It was reported that noise was observed on patient's right ventricular (rv) lead channel. It is suspected that there is a grommet leaking issue. Device still in use. No patient complications have been reported as a result of this event.